Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger h3: the recharger, serial# (B)(6), was returned for product analysis. Analysis found a recharge antenna failure; the "no device found" message was noted. There were no visual anomalies observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was trying to connect their controller with their battery, but the controller couldn't pair with the battery. They tried many times to pair, but the message "system problem rm03" appeared on the screen. The patient removed the battery from the controller for a few minutes. The patient could turn on their ins, and began to recharge, but after a while, the problem occurred again; the same message was displayed. The issue was not resolved at the time of the report. The controller was to be replaced in the future. Additional information received from a manufacturer representative. It was reported that the patient was trying to connect their controller with their battery, but the controller couldn't pair with the battery; the patient tried many times but the "system problem rm03" message appeared on the screen. The patient removed the battery from the controller for a few minutes. They replaced the controller on 2023-may-05, but the message appeared again. When the representative talked to the patient, they said "the antenna high temperature and was uncomfortable," but before they didn't mention this. The recharger was to be replaced. Additional information received from a manufacturer representative. It was reported that when the representative noted that the "antenna high temperature and was uncomfortable" they meant that the patient had the sensation of burning on their skin. The issue had since been resolved.

Manufacturer narrative:
G2: the country of origin is chile. Continuation of d10: product ID 97755, lot# serial# (B)(6) ,implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.